Event description:
Pt claims, pump display screen was fading. Inserted new battery and it still did not display correctly. This required no physician or hospital intervention. Insulin injections were administered at home.